Event description:
It was reported that the customer had an issue with the esc button sticking on the insulin pump. Customer stated that the issue has been intermittent for an indeterminate period of time but the issue became more pronounced on (B)(6) 2014. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.